Event description:
It was reported to philips that the buttons of the front cover are damaged. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
H3 other text : device not returned.